Manufacturer narrative:
(B)(4) (allergic reaction). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, patient reported : hair fallen out, cortisol is up to high, skin has age since 2014 and allergies since surgery. Doctor has no idea what is wrong and blood work is all changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.